Event description:
Customer noticed patient had a small burn under where the grounding pad was. Customer used a 3m pad during hip arthroscopy. No delay reported.

Manufacturer narrative:
No product is being returned for evaluation.